Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint asr revision to take place (B)(6) 2012. Asr xl acetabular system (left). Although the claim e-mail says bi-lateral, only one set of products was listed. Confirmation has been received that only the left hip was an asr and has been revised and new surgery dates received. Update: date of revision from (B)(6)'s email received (B)(6)2011. This dint is for the left hip revision. For the right hip revision please see dint (B)(4). Update: added revision date and reason for revision. Received: march 18th 2013. Reason(s) for revision: pain.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint asr revision to take place (B)(6) 2012 asr xl acetabular system (left) although the claim e-mail says bi-lateral, only one set of products was listed. Confirmation has been received that only the left hip was an asr and has been revised and new surgery dates received. Update: date of revision from crawfords email received (B)(6) 2011. This dint is for the left hip revision. For the right hip revision please see (B)(4). Update: added revision date and reason for revision. Received: (B)(6) 2013. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.